Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet following a missed meal announcement, with device data showing a steep evening glucose rise and corrective insulin deliveries not yet reducing glucose as expected. Symptoms included hyperglycemia peaking at 401 mg/dl. Outcomes included the need for troubleshooting and monitoring without medical intervention or hospitalization. Investigation included review of synchronized device data, user interview, and checks for infusion site integrity and delivery alerts. Investigation of this case revealed no evidence of leakage, occlusion alerts, or device malfunction, and identified a missed meal announcement as the likely contributor to the hyperglycemia. It was concluded that the event was user-related due to a missed meal announcement, with the device performing as designed.